Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the during the change of position of the patient, kinking occurs that caused increased in peak pressures, desaturation, increased work of breathing. It was also reported that there was a decreased in expandability, a fall in expiratory volume and with it instability. It produced severe hypoxemia in the patient.